Manufacturer narrative:
The pump has not been returned to co for evaluation. Co has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient's mother reported that the pump was emitting no prime warnings which alerted the user that insulin delivery was interrupted. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels. The patient's mother also reported that the pump was emitting no prime warnings.